Manufacturer narrative:
Date of event was reported as (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. They stated that the ins did ¿not seem to like her body¿ and in only the last year and a half, their ¿body kicks them out. The patient stated that they were in a store when they felt a ¿wet feeling and blood was all over her backside¿. The ins had broken through the skin. The patient went straight to the hospital and the ins was replaced. This had occurred in (B)(6) 2018. There were no further complications reported or anticipated.